Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) may have contributed to high, out-of-range shock impedance values (all vectors) during implant. No adverse patient effects were reported. Boston scientific technical services (ts) suggested further evaluation (i.e. Check lead connections, attempt a synchronous shock) to determine the source of and resolve the high shock values. No adverse patient effects were reported. The crt-d was successfully implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.